Event description:
It was reported that the patient's right ventricular (rv) lead exhibited noise oversensing that caused pacing inhibition. The right ventricular lead was scheduled for extraction but it was canceled due to the occlusion noted via venogram performed prior to the procedure. The patient was stable throughout.

Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014